Event description:
It was reported that during a procedure, the laser broke down as it made noises and had a burning smell. The laser did not boot. The procedure was completed using transurethral resection of the prostate (turp). There were no patient complications.

Manufacturer narrative:
B1. Adverse event/product problem: correction. D4. Unique identifier (UDI): correction.

Event description:
It was reported that during a procedure, the laser broke down as it made noises and had a burning smell. The laser did not boot. The procedure was completed using transurethral resection of the prostate (turp). There were no patient complications.

Manufacturer narrative:
B1. Adverse event/product problem: correction. D4. Unique identifier (UDI): correction. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of device - noise, audible and device - smoking are defined in the risk documentation. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure, the laser broke down as it made noises and had a burning smell. The laser did not boot. The procedure was completed using transurethral resection of the prostate (turp). There were no patient complications.